Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of completion of the investigation. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted with fever and driveline exit site drainage. Wound cultures results confirmed gram-positive cocci. The patient was prescribed IV vancomycin and surgical debridement of the mediastinum and driveline was performed. A wound vac followed by jackson pratt drains were placed to promote drainage. It was reported that the plastic surgery team was consulted and the patient was discharged home from the hospital on continued IV antibiotic therapy. The device was not returned to the manufacturer for evaluation as it remains implanted. Therapeutic center believes the reported event was related to the device. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three months after hvad implantation, this patient was admitted to the hospital for a driveline infection. Patient initially presented to the hospital with visible driveline infection, drainage and fever. Drainage cultured prelims; gram positive cocci. Per the vad coordinator; patient "never healed well" and had reoccurring trauma. At last report patient was being treated with intravenous antibiotics. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.